Event description:
It was reported that during a rotational atherectomy pre-procedure test the rotablator guide wire fractured. As the event occurred at preparation the device had no contact with the patient. The patient status is listed as 'good'.